Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial trunk. The 3.0x38mm esprit btk system was advanced however resistance was met with the anatomy and the proximal shaft broke. The separated portion was simply removed. Another esprit was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.